Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that three sensors were damaged. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated two of the three sensors were missing the filament and the third was not long enough. All three sensors are from the same box and the customer threw the sensors away but had been told before to save them but she forgot to. The customer declined to trouble shoot for high blood glucose stating treated with the insulin pump. The sensors will not be returned for analysis.